Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer removed the pump case from the pump and the cartridge was pulled out. The customer's blood glucose was 182 mg/dl. The customer reinstalled a cartridge and resumed insulin delivery.